Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, when resecting the lung parenchyma using the power handle, after firing for a while during second firing, the firing sound was heard but staple was not applied and the knife did not advance either. The procedure was completed with another device. There was no patient injury.